Manufacturer narrative:
Additional information has been provided. There was no sample (probe) that was returned for evaluation for the report event. Therefore, the condition of the product could not be verified. There was no consumable lot number identified with this complaint. Therefore, a lot history review could not be conducted. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Because a sample was not returned by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The surgeon reported ¿there was no ultrasound during sculpt and the nucleus was dropped on (B)(6) 2017. The surgeon has attributes the ¿ultrasound issue¿ to a change in settings he was unaware of. To manually adjust the settings the surgeon took an extra 20 minutes to complete the case. The surgeon states that the personal settings for each surgeon were no longer available. The surgeon also mentioned that the pc tear was in part due to the fragility of the patient. Additional, related information was requested but was not provide by the surgeon. A posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. Product evaluation - system no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on june 16, 2011. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was no ultrasound during the sculpting phase of a cataract extraction. The nucleus dropped into the posterior chamber. The surgeon noted that previous settings were changed on the system. It took 20 minutes to make the adjustments to the settings(the staff was not sure how to return to the vitrectomy test) and complete the procedure. Additional information has been requested but not received.